Manufacturer narrative:
One opened, provisc cannula inside green cap and cartridge, in a bag was received for the report of there were some problem with product. Sample was visually inspected and found to be conforming. The sample was functionally tested for mass flow and found to be conforming. Sample was then functionally tested for syringe check and hub luer taper test and was found to be conforming. Syringe/water test was performed and no water observed leaking at the threads of the hub or syringe. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming, therefore the leakage defect as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the cannula was manufactured to specifications. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before surgery, a cap at the tip came loose which was about to come off. Procedure details and patient impact were not reported.